Manufacturer narrative:
Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a filed advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13689. The pt reported, she experienced painful heating while charging her ipg. A new low energy charger was shipped to the pt which resolved the issue. It was also reported, the pt was experiencing pain at her ipg pocket site. The pt stated, it hurts to sit due to the location of her ipg. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.